Event description:
As reported, a optease ivc filter never deployed after implantation. The filter was deployed, but it did not fully expand. Another new unknown filter was used to complete the procedure. There was no reported patient injury. The filter got delivered into the inferior vena cava (ivc). The diameter of the ivc was measured prior to deployment. The sheath which comes with the filter, was used for access. There was no difficulty delivering the filter through the catheter sheath introducer (csi). There was no difficulty in pulling the csi back over the obturator. There was no patient injury during this procedure. The indication for the filter insertion was a pulmonary embolism (pe). The pe was diagnosed by angiography. Thrombus was not present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pe despite anticoagulation. The patient was on anticoagulation post implant. Pre and post imaging was completed. The diameter of the vena cava measured 30mm with normal shape. There were no peri-post procedural complications. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, an optease ivc filter never deployed after implantation. The filter was deployed, but it did not fully expand. Another new unknown filter was used to complete the procedure. There was no reported patient injury. The filter got delivered into the inferior vena cava (ivc). The diameter of the ivc was measured prior to deployment. The sheath which comes with the filter, was used for access. There was no difficulty delivering the filter through the catheter sheath introducer (csi). There was no difficulty in pulling the csi back over the obturator. There was no patient injury during this procedure. The indication for the filter insertion was a pulmonary embolism (pe). The pe was diagnosed by angiography. Thrombus was not present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pe despite anticoagulation. The patient was on anticoagulation post implant. Pre and post imaging was completed. The diameter of the vena cava measured 30mm with normal shape. There were no peri/post procedural complications. The device was not returned for evaluation. One radiographic image was submitted for review and shows an ivc filter that does not appear to be fully expanded. The patient's vasculature cannot be visualized therefore, orientation of the filter cannot be determined. Based on the image analysis, the reported "filter-incomplete expansion" was confirmed. However, the exact cause of the reported event cannot be determined without returning the device for analysis. Procedural or handling factors might have contributed to this issue. According to the instructions for use (IFU), the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. Review of the information provided suggests that procedural or handling factors may have contributed to the reported event. Based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.